Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having a flashing/white or blank display. Customer's blood glucose was unknown at the time of the call. Troubleshooting was performed and identified that the pump was possible expose to moisture due to warm temp. Patient was advise to revert to back up plan per health care professional. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly.